Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked while administering the hepb vaccine. The following information was provided by the initial reporter: "I prepared a hepb vaccine to administer. I was successfully able to prime the needle and landmarked the site. Once I injected the needle and started to push the vaccine, I felt pressure/resistance as I pushed which took longer than expected. The mom was upset asking me to go faster and I was unable to administer any quicker due to the pressure. Impact of incident: client was in pain, crying. Mother was crying and upset. Writer apologized to both client and parent."